Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient with striae noted in both eyes one day post lasik. The flaps were repositioned and bandage contact lenses were placed. Three days later, the bandage contact lenses were removed and the flaps were in position and smooth. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows multiple successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. No technical root cause could be identified. According to technical onsite visit and logfile review no technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: (B)(4).